Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of the cusa clarity 23 khz handpiece (c7023) was not working properly, and per the physician it was also feeling "hot". No information on patient injury, or surgical delay has been provided.

Manufacturer narrative:
The cusa clarity 23 khz handpiece was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. No fault was found, and the device testing was within specifications. Root cause - the complaint is unconfirmed as the reported fault could not be verified. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.